Manufacturer narrative:
Findings: pump was received with severely cracked and bleeding lcd glass. Unable to perform the functional test including the currents test, self-test, compromised force sensor error test, the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests or verify missing segment due to lcd glass damage. Pump had cracked reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 224 mg/dl. Customer stated that she dropped the pump during a set change. The customer was advised that the pump will need to be replaced and revert to backup plan.